Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the previously working remote monitor no longer responded to the start button, although the green power indicator light was lit. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the monitor was returned and analysis confirmed the customer comment, it would not start an interrogation. Analysis also found that the power supply returned with the monitor was out of specification, its output was at 3.23 volts. It was also noted that one of the rubber footings had contamination and that the literature pouch was damaged.